Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and the reported lot met all release criteria. Visual/microscopic inspection: the sample was returned with the aperture approximately 100% closed. The probe was returned with no trocar tip attached to the cannula. The tip was not returned. The saline cap was returned. No other anomalies were identified. Functional/performance evaluation: before testing the probe with the in-house drivers, the proximal retaining cap was examined closer under magnification (10x) and no damage was observed. The proximal retaining cap was not glued to the probe. The probe was attached to the driver and calibrated without issue. The probe was calibrated an additional two times, both were successful. The probe was attached to another in-house driver and was able to successfully calibrate three times. No unusual noises were heard and no error messages were displayed on the console. The probe was then attached to two in-house driver housings that have tighter tolerances and fit without issues. With the cutter in the closed position, it was noted that the cutter was advanced to far forward and was able to rotate in a 360 degrees motion. This indicated that the internal stops were broken. The probe was disassembled and both internal stops were verified to be broken off of the front housing. The tip of the cutter was found to be flattened, indicating that the cutter drove up into the tip, due to the internal stops breaking. Tissue residue was found on the interior of the cutter tip. The tip break surface was examined under magnification (microscope 15x) and the weld penetration was inconsistent in depth. Medical records/image/photo review: medical records and images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is unconfirmed for the reported calibration issue, as the probe was able to calibrate without issue on both in-house drivers. The investigation is confirmed for a break, as both internal stops were found to be broken. The investigation is also confirmed for a detachment, as the probe tip was not returned attached to the probe. The root cause for the tip detaching was determined to be due to the inadequate laser weld penetration on the probe tip. When the internal stops broke off, the cutter was forced up into the probe tip (this force is seen in the damage to the cutter and the wear on the translation gear). However, the root cause for the internal stops breaking is unknown. Due to the poor laser welding of the probe tip to the probe needle, it is likely that the reported event is manufacturing related. Labeling review: the current encor 7g probe instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Concomitant product(s): eval code & desc-method: microscopic exam. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation of an ultrasound-guided breast biopsy, the probe made a clicking noise during calibration and was unable to calibrate. The procedure was performed with another probe. There was no patient involvement.